Event description:
The pt services representative (psr) assisting a (B)(6), male, pt, called in to zoll lifecor customer support to report that the pt's belt was gelled. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon inspection, the electrode belt appears to have the connector pins bent that were straightened. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.